Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that right atrial (ra) pacing was not delivered when required. The cause for the clinical observation remains unknown. The decision was made to replace the competitor ra lead. This implantable cardioverter defibrillator (ICD) remains in service with the newly implanted ra lead. No additional adverse patient effects were reported.